Event description:
Patient reported that the device generated a blood glucose result of 870 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi.'' Ten minutes later, patient reportedly retested and obtained result of 193 mg/dl. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.